Manufacturer narrative:
Additional information was received that the valve was replaced valve-in-valve due to stenosis, increased gradient measurements of 60 mmhg, and dyspnea. No additional adverse patient effects were reported. The serial number has been provided and has been updated section d. Codes in section h.6 have been updated based on additional information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately seven years following the implant of this 26 millimeter (mm) transcatheter bioprosthetic valve, unspecified structural valve dysfunction was noted. During the aortic valve revision procedure, the delivery catheter system (dcs) was unable to cross the existing 26 millimeter transcatheter valve because of the angle and stopped in the outer curvein the cusps of the existing valve. Attempts were made and different wires however the attempts were unsuccessful. As a result, the existing transcatheter valve was replaced with a non-medtronic valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the valve remained implanted and therefore product analysis was not able to be performed. A review of the device history record (DHR) for this valve found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. Images were submitted to medtronic for review. The image review contained two still images and one 3meniso computed tomography (CT) reconstructed report. One image showed a still image of an evolut bioprosthesis that had been deployed to 100%. The implant appeared to be deep ventricularly and was most probable to be a corevalve classic model as identified by the rectangular commissure tabs. Also noted in this image was a pigtail catheter in the ascending aorta. A second image contained an evolut bioprosthesis that has been deployed to 100%. The implant appeared to be deep ventricularly. There was also a delivery catheter system (dcs) that had transversed the aortic arch and was advanced down the ascending aorta on the outer curve. The aorta in this image appeared to be horizontal, the nose cone of the dcs was bent touching the valve frame at the level of the outflow crown down to the previous transcatheter aortic valve¿s waist. There was also a second guide wire in the left ventricular cavity, possibly a buddy wire. Stenosis is a known potential adverse effect per the evolut instructions for use (IFU). Stenosis of bioprosthetic valves can be a manifestation of structural valve dysfunction (e.g. Calcification), thrombosis, and/or non-structural dysfunction (e.g. Pannus, obstruction, etc.). Several factors can contribute to the onset and propagation of either failure mechanism such as patient medical history (age, disease stage, comorbidities, etc.), pharmacological factors, and/or intrinsic properties of the valve itself. High gradients can be related to valve related factors (degeneration, thrombus, calcification, etc.) Or non-valve related factors (left ventricular outflow tract (lvot), patient pressures, left ventricular dysfunction, etc.). The stenosis may have been a contributing cause. There was no information to suggest a device quality deficiency that may have caused or contributed to this event. Updated data: g1, h6 annex g, method, result and conclusion codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately seven years following the implant of this 26 millimeter (mm) transcatheter bioprosthetic valve, unspecified structural valve dysfunction was noted. Subsequently, the valve was replaced with a non-medtronic valve. No additional adverse patient effects were reported.